Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet bionic pancreas despite multiple guided attempts, including bluetooth toggling, reentering the sensor code, and pump restarts, with repeated ¿pairing failure¿ messages and confirmation that the prior ilet was powered off and no other devices were connected. Symptoms included absence of cgm alerts and glucose data. Outcomes included interruption of automated glucose management and the need for transition to backup therapy per clinician guidance. Investigation included customer support troubleshooting and verification of firmware currency and bluetooth compatibility. Investigation of this case revealed repeated unsuccessful pairing attempts consistent with a sensor or communication pairing failure; a sensor change was recommended. It was concluded that the event involved a cgm-to-pump pairing failure and the user was advised to replace the sensor and use backup therapy until cgm data are restored.